Event description:
It was reported the programmer is slow to start and sometimes marker channels do not show up. The programmer was returned for repair. There was no patient involvement indicated. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer was able to get marker channels using a known good rf (radio frequency) head. Analysis confirmed the reported slow boot; hard drive reconfigured and software reloaded to resolve slow boot issue. Analysis also found the system fan was noisy. (B)(4).